Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. The outer insulation breached (clavicle-rib crush). It was also noted that the proximal conductor had blood/body fluid(not obstructed). The outer insulation had cosmetic depression. There was blood in/on the helix lobe/mechanism.

Event description:
It was reported that there was an insulation break. The lead was explanted and replaced. No patient complications have been reported as a result of this event.